Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricular (rv) lead became dislodged. The physician attempted to reposition the rv lead, however, the helix failed to extend. Instead, the physician explanted and replaced the rv lead. There were no patient consequences reported.

Event description:
New information received noted that the rv lead exhibited changes in impedance, high capture threshold, and decreased sensing. On (B)(6) 2026, during the procedure, fluoroscopy was performed to confirm the rv lead dislodgement.

Manufacturer narrative:
Further information was requested but not received.